Event description:
Additional information received reported that the cause of death was parkinson's progression and aspiration pneumonia. The patient also had a history of mania. The cause of death was not device related.

Event description:
The patient's death was reported. The cause of death was noted as parkinson's disease but it was unclear if the implantable neurostimulator (ins) caused or contributed to the death. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3387s-40 lot# v207484 serial#, implanted: 2009 (B)(6), explanted: product type lead product ID, 3387s-40 lot# v207484 serial#, implanted: 2009 (B)(6), explanted: product type lead. (B)(4). Analysis results for neurostimulator model 7428 serial # (B)(4), showed no significant anomalies. Analysis results for extension, model 7482a, serial # (B)(4), showed no significant anomalies. Analysis results for extension, model 7482a, serial # (B)(4), showed no significant anomalies.